Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection and x-ray examination of the lead found a bent helix and an over torqued inner coil at the connector region, consistent with procedure damage. Electrical testing did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the implant procedure on (B)(6) 2021, the right ventricular (rv) lead helix would not extend out of the lead after several attempts. A new rv lead was implanted successfully. The patient was stable.